Manufacturer narrative:
The pump was not returned for evaluation. No root cause was established.

Event description:
On 11/23/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 12/03/2019 and stated that a pump 901717 would not occlude and the volume infusion was too high. There was no patient involvement. No information was provided for the device operator or the medication being infused.